Event description:
It was reported that: the sheath was deformed. Additional information on the sep 28th stated that the issue was actually that the md found the guide wire was kinked. The issue was identified during use on patient. This made the complaint reportable. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one spring wire guide (swg), catheter, arrow raulerson syringe (ars), and 18ga introducer needle. No definite signs of use were observed. Visual analysis revealed that the swg contained one kink towards the distal j-bend. Microscopic examination confirmed the damage and revealed that the welds were full and spherical. The kink in the swg measured 586mm from proximal tip. The overall length of the swg measured 603mm which is within the specification limits of 596mm - 604mm per the swg product drawing. The outer diameter measured 0.800mm, which is within the specification limits of 0.788mm - 0.826mm per the swg product drawing. The swg was tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg was threaded through returned needle and ars with little to no issues. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked swg was confirmed through investigation of the returned sample. The swg was bent adjacent to the distal j-bend. Despite this, the swg passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.